Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly due to receiving multiple power source alerts. Customer's blood glucose level was not impacted. The customer charged the pump and successfully resumed insulin deliveries.